Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Perclose proglide instructions for use (IFU) states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen).¿ it is unknown is the violation contributed to the difficulty. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the account noted that access was too scarred which likely contributed to the failure to advance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- a partial UDI was provided as the lot number is not known. H6 medical device problem code: 1494 - incorrect anatomy.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery (rcfa) using a proglide device after a peripheral intervention procedure using a 6f sheath. The peripheral intervention procedure was completed and hemostasis was achieved with the proglide suture in the rcfa. Reportedly, immediately after closure with the proglide, the patient complained of back pain. The physician decided to check to see if there were any issues. Access was obtained from the left groin (thought to be the left common femoral artery but later confirmed to be the left superficial femoral artery (sfa)). A diagnostic catheter was inserted to go up and over to inspect the rcfa. No issues were noted with the rcfa and therefore the left groin access site (left sfa) was attempted to be closed with another proglide device. The proglide was inserted and was being advanced in the left sfa; however, resistance was felt. The physician felt the groin was too scarred so he decided not to advance the proglide and removed it. A non-abbott device was attempted to be used to achieve hemostasis in the left sfa; however, a large hematoma developed, and the patient had active bleeding from the access site. Access was obtained in the right common femoral artery (rcfa) and confirmed active bleeding in the left groin (sfa). It was unclear what caused the bleeding; however, it may have been a perforation but the physician was not sure. A non-abbott covered stent was deployed in the left sfa to attempt to stop the bleeding. The bleeding was reduced; however it didn't fully subside. The patient was then transported to another hospital for a consult with a surgeon. There was a reported clinically significant delay in the procedure or therapy due to the issues during the procedure. After the patient was transported to the other hospital and consulted with the surgeon, the patient received a blood transfusion and a drain was put in for the hematoma. The vascular surgeon who performed the treatment confirmed that the non-abbott device did not cover the arteriotomy appropriately and the covered stent was placed below the arteriotomy. The patient was reported to be stable after the transfusion and drain. No additional information was provided.